Manufacturer narrative:
This report is being amended to reflect changes in adverse event and/or product problem, outcomes attributed to adverse events, describe event or problem, date received by MFR, type of reports, type of reportable event, if follow-up, and additional MFR narrative. A follow up medwatch will be submitted once the investigation is complete.

Event description:
Additional information received january 24, 2017 clarified the cause of the incident was user error. After the initial skin graft was taken it was discovered that the dermatome blade was placed upside down by the scrub. The resident failed to inspect the dermatome properly before taking the graft when the surgeon asked. Therefore, the harvested graft was not useable and an additional graft had to be taken.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that a larger piece of tissue was taken at a greater depth than required during surgery. When the surgeon was trying to obtain only epidermis, he also got dermis and subcutaneous fat. There was no surgical delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Manufacture date is unknown: on january 4, 2017, it was reported that a larger piece of tissue was taken at a greater depth than required. It was also noted that the event occurred (B)(6) 2016 during surgery. When the surgeon was trying to obtain epidermis they were getting dermis and subcutaneous fat. There was no patient or user harm associated with the event and there was no delay associated with the event. On january 25, 2017, it was clarified that the issue was caused by user error. When speaking with the other individual in the room when the incident occurred it was clarified that the graft was obtained by a resident. After the graft was taken it was discovered that the dermatome blade was placed incorrectly (upside down) by the scrub. The resident failed to inspect the dermatome before taking the graft when the surgeon had asked. The additional graft was taken by the surgeon. The harvested graft was not usable and another graft had to be taken. Another device was used to complete the surgery and the surgical technique for the product was utilized. There was no adverse event associated with the failure and there was no extension or delay to the procedure. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was december 26, 2013 where it was reported that the hose was difficult to attach and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on february 8, 2017 revealed that the calibration was out of specification at the 0 setting. The motor speed was within specification and the head and control bar were both damaged. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on february 8, 2017 which included replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since the technician found that the head and control bar were both damaged. The root cause of the reported event was due to the both head and control bar damaged. The issue was resolved with the replacement of the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.